Event description:
The customer reported that the system would not display cine runs, resulting in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine bridge, image processor and associated cables were reseated. The system was then found to be operating as intended.